Manufacturer narrative:
Investigation description. Complaint could not be duplicated. During troubleshoot testing a sensor was connected and did not lose connection. No fault was found.

Event description:
It was reported that the dexcom g7 experienced intermittent communication failure resulting in repeated signal loss to the ilet while the user was wearing the pump with a case and belt clip, with a reported blood glucose of 192 mg/dl at the time; the device was restarted and a replacement ilet was arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, associated with the electrical and magnetic subsystem and antenna component, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.